Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 10mmx2.50mm wolverine cutting balloon was selected for use. When unpacked, it was found that the balloon ruptured and could not be inflated at 4atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) street

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues were noted on the hypotube shaft. No kinks or damages were noted on the polymer shaft. Blood was identified inside the balloon material. When inflating the balloon, a pinhole was noted above proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. An attempt was made to inflate the balloon however a pinhole was noted above proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 10mmx2.50mm wolverine cutting balloon was selected for use. When unpacked, it was found that the balloon ruptured and could not be inflated at 4atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure. It was further reported that, after the balloon reached the lesion, inflated at 4atm, the balloon could not be inflated normally.